Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the device failed during ventilation. The screen went grey, and the device restarted. This was followed by the message "ventilation unit restarted" on the display. The device was replaced. No health consequences for the patient were reported.

Manufacturer narrative:
The provided log file of the affected device was analysed regarding the reported event. Analysis of the submitted log confirmed two sequential restarts of the gui software process for the screen display. The event chain began on 05/04/2024, at 8:37 a.m. System time, after the user accessed the help function on the operator control device (ecd) and resulted in a time-out in the gui software process, triggering the first restart as a specified response to the detected deviation. Because the gui software process did not successfully restart within the expected time, a second restart of this process was initiated, which also failed to complete successfully. During the first and second restarts, the ventilation in progress was not affected and continued as set by the user. The user can follow the ongoing ventilation via the oled display of the ventilation unit and read safety-relevant parameters, such as fio2 concentration, minute volume and airway pressure, despite the lack of a screen display on the control unit (ecd). After the second unsuccessful restart of the gui software process, the safety software initiated a synchronized restart of the ventilator unit and the control panel (ecd), which finally resolved the error condition. During a warm start of the complete system, ventilation is temporarily interrupted and the ventilator unit's auxiliary audible alarm sounds. Meanwhile, the safety valve is open against the environment to allow the patient to breathe spontaneously. After 8 seconds at the latest, evita v600 automatically continues ventilation in unchanged settings. The warm start of the control unit is completed after one minute at the latest. The warm start is finally indicated by the alarm message "ventilation unit restarted" on the control unit with acoustic alarm tone sequence and the acoustic auxiliary alarm of the ventilation unit is silenced. As intended, the unit responded to a detected time-out in the gui software process after the user invoked the help function as specified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device failed during ventilation. The screen went grey, and the device restarted. This was followed by the message "ventilation unit restarted" on the display. The device was replaced. No health consequences for the patient were reported.